Event description:
A surgeon reports she noticed cracks in the medium periphery of the intraocular lens (iol) after insertion of the iol into the eye. The surgeon also stated that the pt was examined at one day post-op and was fine. The device remains implanted.